Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support to place the patient on hold due to a peritonitis hospitalization. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to severe abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The cultures resulted positive for yeast (no organism provided). No information pertaining to antibiotic therapy was available. The patient¿s pd catheter was pulled. It was not confirmed if the patient was completing hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis was attributed to a prior hospitalization event. The patient had been hospitalized (B)(6) 2025 through (B)(6) 2025 due to hyperammonemia which was not related to pd therapy or any fresenius product(s). During the hospitalization, the patient was administered antibiotics. Additionally, it was reported that the hospital staff was not trained well on pd therapy and the patient required assistance with treatments. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support to place the patient on hold due to a peritonitis hospitalization. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to severe abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The cultures resulted positive for yeast (no organism provided). No information pertaining to antibiotic therapy was available. The patient¿s pd catheter was pulled. It was not confirmed if the patient was completing hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis was attributed to a prior hospitalization event. The patient had been hospitalized (B)(6) 2025 due to hyperammonemia which was not related to pd therapy or any fresenius product(s). During the hospitalization, the patient was administered antibiotics. Additionally, it was reported that the hospital staff was not trained well on pd therapy and the patient required assistance with treatments. No additional information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and liberty cycler set and peritonitis with hospitalization. However, there is no documentation of a causal relationship between use of the liberty select cycler and liberty cycler set and the patient¿s adverse event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted in growth of yeast (fungus). ¿this organism is part of the normal flora in most people¿s skin and gi and gu tracts, and antibiotic therapy increases their density of colonization. Therefore, most cases of peritonitis with yeast follow a recent course of antibiotics for peritonitis or other indications. Touch contamination is the usual route of infection.¿ the patient had recently been on antibiotics during the hospitalization for hyperammonemia. Furthermore, the pdrn indicated the staff was not well trained in pd treatments, which could have resulted in a contamination event. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.